Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure difficulty crossing the lesion was encountered. The calcified and averagely tortuous target lesion was located in the 95% stenosed right anterior tibial artery. A 2mm x 40mm x 145cm sterlling es balloon catheter was advanced, but would not cross the lesion. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Returned product analysis revealed a torn balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned sterling es balloon catheter revealed a dried blood-like substance in the balloon and inflation lumen. The balloon was in the deflated state. The balloon was torn longitudinally < 1 mm from the distal edge of the distal marker band extending proximally 6 mm. The distal end of the balloon was bunched-up and the tip was damaged. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).